Event description:
Customer stated that he was admitted to the hospital two years ago due to an ulcer on his foot that got infected and caused his blood glucose levels to elevate. Customer also stated that he had a hyperglycemic event one and a half year ago. He inadvertently disconnected his insulin pump causing his blood glucose levels to elevate to about 450 mg/dl. Customer stated he has passed out four times due to hyperglycemia before starting on the insulin pump. No troubleshooting for high blood glucose levels. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.